Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2006, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, during the procedure, the main shaft buckled. It accordianed away from the hydrophilic coating. Procedure completed with another of same hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."